Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion on the monitor computer/analog pca. The corrosion resulted in high voltage traveling to low voltage circuitry, damaging multiple components on the computer/analog pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Electrode belt sn (B)(4) was returned to the distributor for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. The electrode belt did not deploy gel. Zoll was unable to confirm that the patient was treated.

Event description:
A us distributor reported that a patient reported being treated by the lifevest. The lifevest made a loud noise during the event and then the lifevest monitor would not power on and a device download from the monitor was not possible. The lifevest electrode belt did not deploy gel during the event, so there is no indication that the lifevest delivered a treatment during the event. The patient did not seek medical attention following the alleged treatment, and the patient continued to wear the lifevest.